Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The procedure was delayed but completed by deleting old images. The remote service engineer (rse) inspected the system remotely and confirmed that a low disk space for images was displayed. Review of log file showed a message ¿free space low: delete examinations¿, which confirms malfunction. Upon further troubleshooting, rse identified database consistency failure. The philips engineer repaired database consistency and recreated the image disk. Following the repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system displayed error messages of ¿image disk low, delete examinations¿, which could impact imaging. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.